Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data and diagnostic images. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves demonstrated a stable pacing impedance around 500 ohms between november 2016 and january 2017 with a subsequent increase and further stable progression around 650 ohms. The shock impedance showed a simultaneous increase from 45 ohms up to 65 ohms. Furthermore the provided iegms confirmed the presence of noise on the rv- as well as on the ff channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. However based on the kink of the lead in the area of the clavicle which is visible on the available x-ray images, a subclavian crush syndrome cannot be excluded. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that after an implant period of approximately 42 months, oversensing was noted. The lead was capped and replaced.